Event description:
It was reported that the atrial lead exhibited varying impedances with spikes to high levels. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - varying resistance/impedance: weekly pace lead impedance trend data show varying impedance and a gradual increase for max a pace= 552 to 1120 ohms range between (B)(6)-2010 and (B)(6)-2012. Impedance - high resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6)-2010 02:15:02. Weekly pace lead impedance trend data show various spike increases for max rv pace= 536 to 1016 ohms range between (B)(6)-2010 and (B)(6)-2012.